Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy procedure, while transecting the stomach, the surgeon was unable to press the green button, but was able to squeeze the handle. Another handle and reload were used to resolve the issue and complete the procedure. There was no patient injury.